Manufacturer narrative:
The reported event of backup vvi mode was confirmed in the laboratory. The device was interrogated upon receipt and was found exhibiting bvvi mode. The device image showed the por (power-on reset) occurred on (B)(6) 2019 when battery voltage was at 3.20 v. The device was tested on the bench using automated testing equipment and showed normal function. The cause of the por remained undetermined.

Event description:
It was reported that during implant procedure and in process of closing the pocket, the implantable cardioverter defibrillator exhibited loss of radio frequency telemetry. A wand was used to establish interrogation and the device exhibited backup vvi operation. The pocket was re-opened and the device was explanted and replaced. The patient was in stable condition.